Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend of the patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that patient was in the hospital for lower back pain and it was related to the devices/therapy. Patient was implanted for lower back pain. The device helps a little bit but not that much. She had this back pain off and on since 2011. With using scs, she still has pain and her medication is still the same. In some cases the medication has been amped up. Location of the symptoms was lower back. Patient was admitted to the hospital end of (B)(6) 2018 (between (B)(6)) and was released 2 days ago. She is at a rehab now receiving therapy. While in the hospital they called a manufacturer representative, who came out and talked to the patient and told her if the device is not helping her, the device could be taken out. Patient says that she will think about it. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.